Event description:
Consumer called to report patient suffering low blood sugars. Consumer administered insulin on meter readings and spent the next day trying to raise patient's values by giving candy, juice, etc. Patient experienced labored breathing and was difficult to awaken. Emt called, tested patient's blood again and it was 0. Transported to hosp where patient was admitted. Patient has other medical issues; patient is on chemotherapy and steroids.